Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had received a no delivery alarm. Customer's blood glucose was 386 mg/dl at the time of the incident. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit. Customer was able to prime the pump once he did an infusion set change. Customer did not have the needle in his body during the call. Customer stated that the previous needles were bent at about 5-10 degrees. Customer was advised to change the entire infusion set. Customer was explained that the bent needle could be causing his no delivery alarms and high blood glucose. Customer was advised to speak to his health care professional when he receives no delivery alarms. Customer stated that in a past event, the needle broke during removal of the infusion set. Customer stated that the needle was in his body for 1 week. The needle break happened over a year ago. Customer reported that the needle is not still in the skin.